Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at investigation site for evaluation. However, the attached photo confirmed the reported issue of broken phacoemulsification (phaco) tip. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Photos was reviewed by the manufacturing site. The photos attached were of the same phaco tip, but from different angles showing a flange of metal hanging off of the phaco tip at the cone to cannula transition area, with a slight bend. Reported issue is confirmed from the photo review. The attached photo confirms the report of phaco tip with fracture, however because a sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that phacoemulsification tip had a fracture during surgery. The surgery was completed after replacing the phacoemulsification tip with another one. There was no report of patient impact.